Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 8mm apex¿ push balloon catheter was advanced but was unable to cross the lesion. Another attempt was made however the device was again unable to cross the lesion. It was then noted that the shaft of the balloon catheter was fractured outside the patient's body. The device was simply and completely removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an apex balloon catheter with 123.5cm of a non-bsc catheter. The hypotube was separated 23.5cm from the hub. The distal end of the device was not returned. The fractured end was ovaled, which indicates that the hypotube was kinked prior to the fracture. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).